Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having unexplained high blood glucose of 194mg/dl. Troubleshooting was performed. The customer has vomiting, nausea, excessive thirst, and ketones. The customer stated that he is in the hospital and being treated for high blood glucose. Initially, the customer called and requested assistance in changing his basal rates. However, the basal was not changed at the time as the doctor needs to contact again for times and amount before making the changes. The customer stated that he still was not able to eat. The customer stated that he will call back when he gets the new basal rates from his doctor. No further info was provided.